Event description:
It was reported that at 150,000 joules while using a surgical fiber during a prostate procedure, an error 160 occurred and the laser system shut down. The greenlight bph procedure was discontinued and the procedure completed by turp. Patient outcome reported as "good" - there was no injury reported.